Event description:
It was reported that the parts broke while being implanted. Fragments were removed from the patient and discarded. Patient outcome: no adverse effect reported as a result of this event.